Event description:
Information received indicated the left intermediate siderail would not latch.

Manufacturer narrative:
The hill-rom technician replaced a broken release lever and rusted latch pin to resolve the issue.